Event description:
Reporting status: serious injury-medical intervention/permanent damage. Reporting rationale: myocardial infarction due to thrombosis requiring medical intervention; permanent damage. Device issue: no device malfunction has been reported. It was reported that the pt's wife called in 2009, to discuss the two xience v stents that were implanted in her spouse in 2008, by a dr. Apparently, six (6) days post procedure, while at his home, he experienced shortness of breath, was not feeling well in general and was hot from his waist to his neck. The 911 was called and the paramedics made the decision that he needed to be life-flighted to the hospital. The pt was having a myocardial infarction. Revascularization was performed by another dr, and there was a 100% occlusion due to thrombosis. The thrombosis was treated with balloon angioplasty. After the index procedure, the pt was taking plavix once a day and was also on asa 325mg. After the revascularization, the pt is now taking plavix twice a day, a long with the asa of 325mg. The pt has been adherent to his medications. The pt has also had two diagnostic angiograms since the revascularization and the stents looked good. No add'l event or pt info is available.

Manufacturer narrative:
The second xience v 2.5 x 23 mm (part#1009545-23/lot#7120361), mentioned is being field under the same manufacturer number.